Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determined whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that his blood glucose reached over 250 mg/dl (exact bg was not provided) less than 36 hours after the pod was activated. He noticed there was insulin leaking around the cannula area during a bolus delivery and upon inspection he realized the cannula was slightly bent.